Event description:
The pt was experiencing a deep, throbbing, burning sensation at the pump pocket site which has occurred for the last week. There were no other pt symptoms. The pt was at home and his status was good. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration indicates morphine. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.